Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump intermittently reset unexpectedly. Reportedly, the cartridge was reloaded and the customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 162-163 mg/dl.